Manufacturer narrative:
Batch review performed on 20 february 2017. Lot 163094: (B)(4) items manufactured and released on 15 september 2016. Expiration date: 2021-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
A peri-prosthetic fracture of the femur occured as a result of the patient slipping and falling whilst still in hospital following the primary hip arthroplasty surgery.